Event description:
On (B)(6) 2009, this pt was treated for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. Completion angiography taken during this procedure identified a type ii endoleak from several large lumbar arteries. On (B)(6) 2010, a f/u cta identified an unspecified endoleak with aneurysm enlargement of 2 mm. On (B)(6) 2010, an additional procedure was performed to treat the endoleak with aneurysm enlargement. Intra-operative angiography revealed a type ia endoleak, so an aortic extender component was implanted for proximal extension. Completion angiography revealed resolution of the type ia endoleak, but a faint type ii endoleak was identified. The pt tolerated the procedure. The physician does not plan to reintervene.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Additional devices implanted on (B)(6)2009 and involved in this event. (B)(4)